Manufacturer narrative:
The device was not returned for evaluation as it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. A device history record review was completed and documented that device met all specifications upon distribution. The absence of waveform caused the physician to place a new set onto the patient, requiring a new stick. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion and the occurrence of complications is well described in the literature. In this case, the patient required a new stick to insert a new catheter. It is unknown if user or procedural factors may have contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that with this volumeview set there was no waveform after bolus injection and no value was displayed. The problem was solved after replacing the set. The new femoral catheter was placed by removing everything and starting the procedure from the beginning with new stick. There was no allegation of patient injury. The product was not available for evaluation as it was discarded.